Event description:
It was reported that the insulin was squirting out of the insulin pump during the manual prime. The blood glucose reading was 113 mg/dl. The drive support cap is protruded. Customer stated that the drive support cap was pushed back in. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.